Event description:
A patient underwent ivtm therapy for hypothermia. An icy catheter (lot # 162004) was inserted into the patient's femoral vein. About 5 minutes after the initiation of the treatment, the user observed blood in the tubing, an indication of a potential catheter leak. Infusion of about 200 milliliters of saline into the patient's bloodstream was suspected. The user immediately replaced the catheter and the saline bag before the thermogard console displayed an "air trap" alarm. Subsequently, the therapy resumed and was completed using the same thermogard console. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of "the icy catheter (lot # 162004) leak" was confirmed during the functional testing of the returned catheter. A pinhole leak was observed at the proximal end of the proximal balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. Visual examination of the returned catheter was performed, and no physical damage was found on the catheter. Dried blood residue was observed in the catheter balloons. Functional leak test of the returned catheter was performed, and all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi. Immediately upon pressurizing the catheter, a pinhole leak was observed at the proximal end of the proximal balloon; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaint reported for an icy catheter with lot number 162004.

Manufacturer narrative:
Zoll has not yet received the catheter in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
A patient underwent ivtm therapy for hypothermia. An icy catheter (lot # 162004) was inserted into the patient's femoral vein. About 5 minutes after the initiation of the treatment, the user observed blood in the tubing, an indication of a potential catheter leak. The user immediately replaced the catheter and the saline bag, and the treatment continued. No further information was provided. The patient's status information was requested, but the customer did not provide a response.